Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts on the distal end of the stent that were crushed, stretched and bent with fibrous foreign material intertwined around struts. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a 2.75 x 38 synergy¿ drug-eluting stent was deployed, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross inside the first implanted 2.75 x 38 synergy¿ stent. The device was advanced again with a 5.5f non-bsc guide extension catheter, but was unable to advance from the exit port of the catheter. The device was removed and the edge of the stent was found to be lifted. The procedure was then completed with a 2.25 x 16 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a 2.75 x 38 synergy drug-eluting stent was deployed, a 2.50 x 20 synergy&#10244;rug-eluting stent was advanced but failed to cross inside the first implanted 2.75 x 38 synergy stent. The device was advanced again with a 5.5f non-bsc guide extension catheter, but was unable to advance from the exit port of the catheter. The device was removed and the edge of the stent was found to be lifted. The procedure was then completed with a 2.25 x 16 synergy stent. No patient complications were reported and the patient's status was good.